Manufacturer narrative:
Philips service reseated the flexvision pc and restarted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that initialization failed; flexvision pc reseated and tested on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.